Event description:
It was reported via repair work order that the entire unit had no power due to power coil shorted out, causing the circuit breakers to trip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.